Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old female with acute decompensated chronic cardiomyopathy and society for cardiovascular angiography and interventions (scai) stage d shock underwent attempted impella 5.5 insertion via the right axillary/subclavian artery. During the procedure, the impella 5.5 was successfully advanced through the vascular graft; however, the pump could not be advanced through the axillary artery and was unable to traverse into the innominate artery. Multiple troubleshooting measures were attempted, including use of a buddy wire, lubricant, and vessel dilation, without success. Contrast angiography was subsequently performed and reportedly demonstrated vessel narrowing with small calcification. Due to the inability to advance the device to the intended location despite multiple attempts and troubleshooting measures, the implantation procedure was aborted. The outcome at the end of unit support was reported as unknown.